Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's tether from the doppler was defective and that the p-clip was broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional fields: e1 (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) during pm, getinge field service engineer (fse) noticed that the tether from the doppler was defective. Getinge field service engineer (fse) replaced tether assy and p-clip during pm, functional check and safety test performed to factory specifications. The device has been given to the customer and approved for clinical use. No patient involvement.the defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure of a broken p-clip and a defective doppler tether. The fat performed a visual inspection and found pn 0125-00-0028 to be broken. Pn 0997-00-0596 was defective and the reel was loose from the tether case. Fat verified the reported issues but no root cause defined. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.